Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the blood glucose had dropped and required treatment by emergency medical services. She had an inaccurate sensor reading and treated with a bolus based on that number. The blood glucose reading was 20 mg/dl. The customer was treated with intravenous dextrose. The customer declined troubleshooting for these issues. The insulin pump was not replaced or returned.